Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The complaint alleged engagement issues on arm3 when installing a stapler 30 instrument. The isi technical support engineer (tse) viewed system event logs and confirmed error 22020 indicating the roll axis failed to engage. The tse stated that the issue could have been caused by the sterile adapter not seated properly. The customer confirmed that after reseating the drape they were able to use other instruments in the arm. The fse was unable to reproduce the reported issue. The system was tested and verified as ready for use. A review of the site¿s complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: the customer converted to open surgery at the start of the procedure due to engagement issues with stapler on arm three. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the missing patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the system had engagement issues with stapler 30 on arm 3. The procedure was converted to open surgery. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.